Event description:
It was reported that the device went into eri and at follow up was in "out of service" mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. However, the device prematurely went from elective replacement indicator to end of service. The original battery was returned to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature eri to eos.